Event description:
A health care provider (hcp) for a clinical study reported that the patient had scar inflammation of the implantable neurostimulator (ins). The patient did not have any pain or fever. An examination was done on (B)(6) 2016 and scar inflammation was found. Laboratory testing was normal. No interventions were taken and the event resulted in in-patient hospitalization and an unscheduled emergency room visit. The etiology was not related to the device or therapy, related to the implant procedure, and related to the ins incision site at the pocket. The patient had been stable for one month and the scar was clean without flow. The event was ongoing.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that patient was given antibiotic medications on (B)(6) 2016 in order to resolve the issue, and updated the related symptoms to include a subcutaneous effusion with the patient stable for 1 month and the scar clean without flow. It was also confirmed that the patient was hospitalized due to the scar inflammation. No further complications are anticipated.